Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d9, e1, e2, e3 and g2 (unmark user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the white foreign material was identified as a simethicone type that had resided inside the air/water channel and cylinder. There was no damage to the area where the foreign material was detected, and no deviation from instructions for use in reprocessing steps for the area foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to corrosion on switch cable, all switches do not work; grip has a crack; air/water cylinder has no color; suction cylinder has no color; switch box has a scratch; indication on flexibility adjustment ring is unclear; air/water cylinder has foreign objects; forceps channel port is deformed; label on scope connector is damaged; scope connector has corrosion due to water leakage; scope identification has corrosion due to water leakage; shield plate has corrosion due to water leakage; shield disk has corrosion due to water leakage; plate has corrosion due to water leakage; identification cover has corrosion due to water leakage; charging coupled device -flexible printed circuit has corrosion due to water leakage; due to corrosion on electric -connector, a noise image occurs; due to dirt on objective lens, the image has a stain; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; image guide protector is damaged; air/water tube has foreign objects; light guide bundle has breakage; objective lens has a scratch; light guide lens has a crack; light guide lens has a chip; and bending tube is deformed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air/water tube, and air/water cylinder had foreign material. There were no reports of patient involvement.